Event description:
Customer called to report issues with the battery compartment on a replacement insulin pump. Customer stated that the battery cap with close properly on the pump. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The test battery cap fit properly with the battery tube threads. The insulin pump had minor scratches on the display window.